Event description:
It was reported that when the device was used during a total gastrectomy, it stapled correctly except 1 cm at the anterior part. Surgeons had to suture this part. There was no patient consequence.